Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. This event occurred while the bag was still on the scale. There was no patient involvement. No additional information is available.